Event description:
The patient was taking insulin lispro (humlog), 15 units three times a day (duration unknown), human insulin isophane suspension (humulin n), 14 units before breakfast and 16 units before supper (duration unknown), and human regular insulin (humulin r), 18 units before breakfast and 12 units before supper (duration unknown) via a pen injector device (humapen ergo burgundy/clear, lot# a1506) for the treatment of diabetes. The pt returned their device to the pharmacy because pt was not getting their dose and the pen was skipping. The pharmacy technician and pt examined the situation and decided that the pt was not pressing down properly on the plunger. The pt still had concerns and wanted to return the device. On an unknown date, the pt experienced an adverse event where their blood sugars rose to 24 (mmol/litre) and pt was hospitalized for three days in a diabetic coma. The pt was given a replacement device. Pt outcome is not known. It is not known if the pt continued to take humalog, humulin n, or humulin r. The pt operated the device and it is not known if pt was a trained user. The device age and duration of use were not provided. The types of needle tips used and storage condition of the device were not provided. The return of the device is anticipated.